Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a thoracic and a cervical scs system and this report details the thoracic system. It was reported the patient has not used or recharged her ipg in over two years thus her ipg is inoperable. The patient underwent surgical intervention to remove her system on (B)(6) 2014.